Event description:
The customer reported that a xhibit central station was stuck in a boot loop, preventing the ability to monitor telemetry patients. There was no patient or user death, or injury associated with the event.

Manufacturer narrative:
A spacelabs field service engineer reached out to the customer. The customer reported that they identified that the boot loop was due to a faulty usb keyboard. The faulty accessory was disconnected and the issue was resolved.